Event description:
It was reported that during a coronary treatment procedure, a balloon rupture occurred. The 15mm x 3.00mm nc quantum apex monorail ruptured in the coronary artery. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).